Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported inflation issue and balloon rupture were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case related circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the moderately calcified, non-tortuous, 90% stenosed posterior tibial artery. A 2.5x200mm armada 14 percutaneous transluminal angioplasty (pta) catheter was advanced, and the balloon was attempted to be inflated to rated burst pressure; however, the balloon completely failed to inflate despite several attempts. A non-abbott balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified a pinhole rupture on the balloon, which leaked fluid during testing. After follow-up, it was reported that the leak in the balloon was noticed by the physician since the balloon failed to inflate. No additional information was provided.